Event description:
It was reported that the pump battery was depleting quickly, the battery gauge was fluctuating and "the touch screen is not as good as it used to be". The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.